Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was receiving no delivery alarms. Customer's blood glucose was 145 mg/dl. Customer stated that the insulin did not exit and the pump alarmed no delivery. Through troubleshooting, the customer stated that the insulin exited the tubing. Customer reported that the insulin exits with the manual prime. Customer was advised that the pump was working as designed and to try another reservoir from a different lot number. Customer was advised to monitor the issue.